Event description:
The physician successfully deployed two stents; a 2.5mm diameter x 12mm length and a 2.5mm diameter x 18mm length (ref MFR 2953200201002383) endeavor rapid exchange (rx) drug-eluting stents to the proximal circumflex and distal circumflex. This followed pre-dilatation of the lesion with a 2.25mm diameter x 15mm length balloon. Following post-dilatation, 0% stenosis remained. The pt was discharged from hospital and approx three months post-index procedure, a stroke was confirmed. The 12-month follow-up confirmed no adverse event and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (cva/stroke); (history of previous stroke). Conclusions: other (patient's condition predisposed event).

Event description:
The patient was depressed and had lack of expression. When patient came to hospital CT confirmed no brain bleeding. MRI confirmed thrombotic embolism at middle cerebral artery region. The patient was treated with intravenous drip. The patient was discharged 3 weeks later.